Manufacturer narrative:
Addendum (26-jan-2015): additional information was provided by the legal department. The trapease was placed through his right internal jugular vein. Fluoroscopy was used to deploy the filter; and x-rays clearly identified the filter and confirmed it was at the appropriate location. Endotak injection with power injection of contrast dye into the filter to visualize the appropriate position for deployment of the filter. Approximately 18 months post implantation, the filter was found at the junction of the atrium and the inferior vena cava. Due to the migration of the filter, the potential risk for further migration and complications to the heart, removal of the filter was recommended. Because it was felt that the patient was not a candidate for percutaneous retrieval, he was taken to surgery and underwent open removal via the right atrium, right atrial approach, utilizing cardiopulmonary bypass. The foot plates were well embedded into the right atrial and inferior vena caval wall requiring dissection for removal. The filter appeared to have dislodged based on radiological evidence. Additionally, a linear metallic foreign body was in the right ventricle. The filter, in place approximately one-and-a-half years, malfunctioned, fractured and migrated to the patient's heart. The patient's date of birth was provided. (B)(6). Date of placement ¿ (B)(6) 2009. Date of explant ¿ (B)(6) 2011 (possibly around (B)(6) 2011). Updated complaint conclusion: a cordis trapease ivc filter was deployed. At an unknown date, the filter has fractured and migrated to the junction of the right atrium and inferior vena cava. Additionally, part of the filter separated and migrated into the right ventricle. The trapease was placed through his right internal jugular vein. Fluoroscopy was used to deploy the filter; and x-rays clearly identified the filter and confirmed it was at the appropriate location via an endotak injection with power injection of contrast dye into the filter to visualize the appropriate position for deployment of the filter. Approximately 18 months post implantation, the filter was found at the junction of the atrium and the inferior vena cava. Due to the migration of the filter, the potential risk for further migration and complications to the heart, removal of the filter was recommended. Because it was felt that the patient was not a candidate for percutaneous retrieval, he was taken to surgery and underwent open removal via the right atrium, right atrial approach, utilizing cardiopulmonary bypass. The foot plates were well embedded into the right atrial and inferior vena caval wall requiring dissection for removal. The filter appeared to have dislodged based on radiological evidence. Additionally, a linear metallic foreign body was in the right ventricle. The filter, in place approximately one-and-a-half years fractured and migrated to the patient's heart. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Manufacturer narrative:
The legal department provided a disc containing additional medical records and images. The catalog and lot number were provided as catalog 466p306au lot 14129904. The event date was provided as (B)(6) 2011. Medical history and lab/test results were provided. Additional details are as follows: (B)(4) 2009 ¿ ivc filter placement with a trapease ivc filter inserted through the right internal jugular vein. The patient was taken to the operating room after ivc catheter had been inserted by anesthesia. The patient was then brought to the operating room and positioned on a special table. IV sedation and sterile prep and drape were then carried out. The catheter is removed over the wire. The wire of the left renal vein. This is visualized with fluoroscopy and then the system is deployed. The problem afterwards was to visualize the system with kub and several x-rays had to be done in order to visualize the system with kub and several x-rays had to be done in order to visualize and confirm the appropriate location which then was clearly identified and confirmed. The patient tolerated the procedure well. The system was removed and good seal was achieved. The physician advised that after procedure the patient should continue on coumadin or blood thinners to reduce risk of clotting. The ivc filter could not be definitely identified as a result of limitations brought about by body habitus. Therefore, a kub ultrasound was performed which revealed filter located at the l2-l3 level. The patient was admitted with a massive gastrointestinal bleed, hematochezia, with hemorrhagic shock on (B)(6) 2011, and required acute hospitalization. He received 6 units of blood. The patient was noted to be orthostatic in the emergency room. He had his coumadin reversed with vitamin k and did receive protonix. He was admitted to the intensive care unit and underwent endoscopy. This revealed a marginal ulcer at the gastrojejunostomy junction, which was controlled with clips and spinephrine. The patient exhibited no further bleeding, and was maintained on protonix and carafate. On (B)(6) 2011, the patient noted some atypical left anterior chest pain. A CT angiogram showed low risk for pulmonary embolus, but the trapease was noted to be at the junction of the right atrium and the inferior vena cava. It was unclear whether this was an acute or chronic problem. The ivc was dilated, most likely because of a pressure effect. However, it did collapse with inspiration, indicative of normal right atrial pressures. It was an emergent situation and the patient was recommended for expedient surgery to address the problem. His CT angiogram showed minimal calcifications of the coronary arteries. The filter appeared to have suddenly dislodged sometime between (B)(6) 2011. ¿the potential for further filter migration and embolization into the heart was a very significant risk and would be catastrophic.¿ the patient was taken for surgery and did well. It was not felt that he would be a candidate for percutaneous retrieval. A median sternotomy and cardiopulmonary bypass were performed via the right with removal of the migrated trapease filter in the right atrium. It had appeared as the filter had migrated some time ago. The foot plates were well imbedded into the right atrial and inferior vena caval wall requiring dissection for removal. The patient was discharged 9 days following admission in satisfactory condition and on sternal precautions (as his sternum is fairly thin and narrow). The patient was recommended to stop the coumadin and to continue zoloft and multivitamin. He was also started on aspirin 81mg a day, protonix 40mg a day, and vicodin as needed for pain. It was believed to be hazardous to attempt placement of another vena cava filter. The patient understood the potential risks and future complications given his history of dvt and contraindication to dvt/pulmonary embolism prophylaxis. Additional information is pending and will be submitted within 30 days upon receipt. (B)(4). Correction: the age at the time of the event was inadvertently submitted as (B)(6) however, he was (B)(6) at the time of the reported event.

Manufacturer narrative:
Complaint conclusion: a cordis trapease ivc filter was deployed. At an unknown date, the filter has fractured and migrated to the junction of the right atrium and inferior vena cava. Additionally, part of the filter separated and migrated into the right ventricle. During the index procedure the filter was advanced through the right internal jugular vein, and deployed under fluoroscopy. X-rays clearly identified the filter and confirmed via endotak injection of contrast dye the appropriate position for filter deployment. Approximately 18 months later on (B)(6) 2011 the patient was admitted with a massive gastrointestinal bleed, hematochezia, with hemorrhagic shock, and underwent endoscopy which revealed a marginal ulcer at the gastrojejunostomy junction, which was controlled with clips and epinephrine. The patient was transfused with 6 units of blood. The patient exhibited no further bleeding, and was maintained on protonix and carafate. On (B)(6) 2011, the patient noted some atypical left anterior chest pain. A CT angiogram showed low risk for pulmonary embolus, but the filter was noted to be at the junction of the right atrium and the inferior vena cava. ¿the potential for further filter migration and embolization into the heart was a very significant risk and would be catastrophic.¿ the ivc was dilated, most likely because of a pressure effect; however, it did collapse with inspiration, indicative of normal right atrial pressures. The location of the filter was determined to be an emergent situation. It was not felt that he would be a candidate for percutaneous retrieval so the patient was taken for surgery and did well. A median sterrnotomy and cardiopulmonary bypass were performed via the right with removal of the migrated filter in the right atrium. It had appeared as the filter had migrated some time ago. The foot plates were well imbedded into the right atrial and inferior vena caval wall requiring dissection for removal. The patient was discharged 9 days following admission in satisfactory condition and on sternal precautions (as his sternum is fairly thin and narrow). The patient was recommended to stop the coumadin and to continue zoloft and multivitamin. He was also started on aspirin 81mg a day, protonix 40mg a day, and vicodin as needed for pain. It was believed to be hazardous to attempt placement of another vena cava filter. The patient understood the potential risks and future complications given his history of dvt and contraindication to dvt/pulmonary embolism prophylaxis. Conflicting information has been received noting that the filter migration was ¿it was unclear whether this was an acute or chronic problem.¿ and ¿the filter appeared to have suddenly dislodged sometime between (B)(6) 2011¿ and ¿it had appeared as the filter had migrated some time ago.¿ and ¿ a kub ultrasound was performed which revealed filter located at the l2-l3 level.¿ a review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 14129904 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 14129904. The filter load into storage tube process was reviewed and no issues were noted that can be related to the reported complaint. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Intracardiac migration of ivc filters is a rare but potentially fatal event. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, it should be noted that the ivc was noted to be dilated on return to the hospital three days post infusion of six units of blood. Migration of ivc filters has been demonstrated when expanding the diameter of the vena cava which may have resulted from the blood infusion. Therefore, if the location of the filter was in fact at the l2-l3 level as noted in the information then the migration may have been a result of the blood transfusion. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Manufacturer narrative:
This is the initial and final combination report for this complaint. The date of the reported event is currently unknown. Complaint conclusion: as reported by the legal department, a cordis trapease ivc filters was placed into the patient. At an unknown date, the filter has fractured and migrated to the junction of the right atrium and inferior vena cava. Additionally, part of the filter separated and migrated into the right ventricle. No further information was provided. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Event description:
As reported by the legal department, a cordis trapease ivc filters was placed into the patient. At an unknown date, the filter has fractured and migrated to the junction of the right atrium and inferior vena cava. Additionally, part of the filter separated and migrated into the right ventricle. No further information was provided at the moment of contact.